Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm size is unk. It was reported that the pt had severely tortuous and minimally calcified vessels. It was reported that angiography demonstrated a type I endoleak. One side of the graft did not adhere to the vessel wall, due to the angulation of the aortic neck. The physician implanted a palmaz stent in the aortic neck. The final angiogram demonstrated no evidence of endoleak. No clinical sequelae were reported, and the pt is reported to be fine.